Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 20 states: "persistent pain."

Manufacturer narrative:
This follow-up report is being filed to correct information. Discarded.

Event description:
It was reported patient underwent a partial right knee arthroplasty on (B)(6), 2014. Subsequently, an irrigation and debridement procedure was performed on (B)(6), 2014 due to pain and inflammation. The tibial bearing was removed and replaced.